Event description:
It was reported that on (B)(6) 2001, patient underwent x-ray which showed no fractures or subluxations. On (B)(6) 2001 patient presented after having a boat accident on (B)(6) 2001 and presented with back pain and neck pain which comes and goes off. Neck exam showed left trapezius spasm and tenderness. He has decreased range of motion secondary to pain in all planes. Range of motion in the back again is decreased in flexion more than extension because of pain. He has left paravertebral tenderness and left paravertebral spasm. On (B)(6) 2001 patient presented with neck pain and back pain. He got spasms in the trapezius area. The left upper extremity did get numb and weak. He got spasms in the right lower extremity. He had pain going down the right calf more than the left calf. His left leg felt weak. Patient underwent MRI which stated cervical spondylosis and disc disease at c3-4, 4-5 and 5-6. L-spine MRI report stated there was disc dehydration on his central prolapse. On (B)(6) 2001 patient presented with neck pain which occurs in morning time, pain going down to the right elbow. There was no weakness or numbness. Straight leg testing was negative and sensory was intact. Cervical exam showed good range of motion with right brachial plexus tenderness but no spasm. Emg and nerve conduction studies showed bilateral right greater than left c6 pathology and mild bilateral s1 radiculopathy. Patient had cervical spondylosis, especially on the right side of c5-6 and c4-5 with narrowing of the foramen. Lumbar MRI showed l5-s1 central protrusion going down to the bilateral s 1 nerve root. On (B)(6) 2001 patient presented with intermittent low back and neck pain, but no radicular symptoms or extremity symptoms. Physical exam showed normal strength in the upper and lower extremities. Straight leg testing was negative and sensory was intact. On (B)(6) 2002 patient presented with neck pain which was slight and happened every once in a while. Patient gets cramps in the left lower extremity, normally at night. On (B)(6) 2002, patient presented with worsening neck pain that was now constant with occasional numbness to the right wrist. There was occasional radicular pain to the right upper extremity. Physical exam showed right trapezius spasm and tenderness. Strength and sensation are normal. On (B)(6) 2002 patient underwent right c3-4, c4-5 and c5-6 facet blocks. On (B)(6) 2002 patient presented status post right c3-4, c4-5 and c5-6 facet blocks. Patient had increased neck pain and continues with occasional pain to the right upper extremity. Physical exam showed that patient does have tenderness in the neck. On (B)(6) 2003 patient presented for pre-op visit for a c4-5 and cs-6 acf. Patient underwent chest x-ray. Impression: 1. Transverse cardiac silhouette is at the upper limits of anatomic norm. 2. The apex of the lungs, chest is not included in examination submitted. On (B)(6) 2003 patient presented with neck pain, pain radiating down the right upper extremity. Pre-op diagnosis was c4-5 herniated disc, c5-6 herniated disc. Patient underwent following procedures: 1. C4-5 microscopic anterior cervical discectomy. 2. C5-6 microscopic anterior cervical discectomy. 3. C4-5 arthrodesis with machined spacer. 4. C5-6 arthrodesis with machined spacer. 5. C4-5 arthrodesis/fusion, with infuse/allograft. 6. C5-6 interbody fusion with infuse/allograft. 7. C4 to c6 anterior cervical plate. Per op notes, a spinal needle was placed. X-ray of cervical spine revealed needle within the c4-4 interspace. The disc space was incised. Pituitary was used to remove disc material. Osteophyte was removed. A 7 mm trial was used at c5-6. A peek spacer was brought into the field and infuse and collagen sponge were placed in the middle of this and this was gently tapped into the position in non-rhythmical fashion. This was repeated with 9 mm spacer at c4-5 level. X-ray was taken which revealed that it could advance c5-6 spacer a little further which was done. A fusion plate of appropriate length was selected, holes were drilled and screws were placed. Another x-ray was taken to confirm the position. No complications were reported. Patient was discharged home on (B)(6) 2003 in stable condition. On (B)(6) 2003 patient presented status post c4-5 and c5-6 acf. Physical exam showed normal strength in the upper extremities and sensory is intact. Neck exam showed no spasm and the incision was well healed. There was no tenderness. Patient underwent ap and lateral cervical spine x-rays which showed good position of the plate and screws. On (B)(6) 2003 patient presented status post c4-5 and c5-6 acf. Patient underwent cervical flexion x-rays which showed the screws at c4 appear to angle more posteriorly compared to (B)(6) 2003. At the c6 level, the screws appear more inferior. The plate appears to impinge upon and almost occlude the c3-4 interspace. It appears, he is telescoping at both levels. On (B)(6) 2003 patient presented for status post acf with worsening neck pain and is getting stiffer. Physical exam showed normal strength in the upper extremities and sensory is intact. Range of motion was diminished to the right. Neck exam showed no tenderness and no palpable spasm. Patient underwent cervical flexion/extension x-rays which revealed there were no changes in the position of the plate and no abnormal motion. Patient did appear to be showing some increased density in the disc space consistent with the fusion process. On (B)(6) 2003 patient presented with progressive neck pain down the right upper extremity to all the fingertips. The right upper extremity felt weaker. He stated his whole right hand felt numb and cold. Physical exam showed sensory was decreased in all dermatomes of the right upper extremity. The neck showed decreased lateral rotation. Patient did not have some right trapezius spasm and tenderness. X-rays today showed no change, or at least no further telescoping. There appears to be some lucency posterior to the higher fusion level at c4-5. There was no movement. On (B)(6) 2003 patient presented with shooting pain in the right upper extremity to the hand when getting cold and numbness of the right hand, which comes and goes. Patient stated that pain in the neck is pretty much constant but it varies how bad it is. Physical exam showed he had trapezius spasm and tenderness. Strength is normal. Sensory was normal. Patient underwent x-rays which showed no further telescoping. Patient appeared to be fusing. There was no abnormal motion. Patient also underwent MRI of cervical spine without contrast due to cervical spine pain showed post-op change but no evidence of any further compression. Impression: 1. Status post anterior fusion from c4 through c6. 2. No evidence of disc herniation from the level of c3 through t1. On (B)(6) 2003 patient presented post status acf. Patient continued with soreness of his neck. Patient had rare pain to the right upper extremity, much less with therapy. Patient had some trouble swallowing. Physical exam showed equal sensation with normal strength in the upper extremities. Cervical flexion/extension x-rays showed that patient appeared to be fused, no abnormal motion, but he did have increase in size of osteophytes at c-3, which may be related to the plate. On (B)(6) 2004 patient presented with progressive neck pain and osteophyte formation where the plate was rubbing against bone. Pre-op diagnosis: prior acf anterior cervical plate with migration of plate. Patient underwent removal of anterior cervical plate. Per op notes, incision was done. Surgeon was able to palpate the plate. Screws were removed after unlocking them. Disc spaces were inspected and appeared to have a good solid fusion. No complications were reported. On (B)(6) 2004 the patient presented status post removal of cervical plate. Physical exam showed normal strength, normal sensation. Neck exam shows range of motion is dimini5sed as expected with mild spasm and tenderness. Patient underwent lateral flexion/extension x-rays which showed the patient is fused without abnormal motion. On (B)(6) 2004 patient presented status post removal of a plate. Patient complained of neck pain, worse in the morning, but it improves and then worsens as the day goes on by the evening. On (B)(6) 2014 patient presented for pre-op visit for anterior cervical plate removal. Patient complained of continued neck pain. Patient underwent chest x-ray which demonstrated no acute cardiopulmonary disease. On (B)(6) 2014 patient was admitted with neck pain and right arm pain. Patient reported immediate burning pain to the right side of his neck. Patient was having sharp shooting pains that extended on the right sided neck into the right shoulder. Doctor¿s impression: neck pain on right side. Patient underwent x-ray for cervical spine ap lateral odontoid and oblique. Impression: spondylosis above and below the 2 levels of fusion. Diagnosis: 1. Neck pain on right side. 2. Spondylosis cervical.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.